Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
The patient underwent an atrial fibrillation (af) procedure on (B)(6) 2026. The patient presented to the emergency department at the hospital on (B)(6) 2026 with chest pain, fever, and skin mottling. The patient displayed an altered consciousness state with glasgow score of 11. A CT scan showed mediastinal air bubbles and intra cardiac air bubbles which lead to an atrioesophageal fistula. The fistula was located posterior to the left superior pulmonary vein ostium. Cardiac surgery was performed where a patch was placed. The patient died on (B)(6) 2026. A non-abbott temperature probe (proact ref. (B)(4)) had been used during the af procedure. The physician does not know what caused the fistula. There were no performance issues with any abbott device.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system and the case study were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation and contact force measurements were displayed throughout the duration of the log files. Following review of the case study, it was determined that the maximum and average power exceeded the recommended values in the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.